Event description:
Called to see patient because the foley got stuck about one inch from the urethra as it was being taken out. The nurse had attempted to deflate the balloon and did not get anything back, so the foley was pulled until it got stuck. I came and attempted to deflate the balloon and did not get anything back, but could feel the balloon about one inch from the tip of his penis. We then cut the foley in an effort to drain the balloon but this did not work. I spoke with chief of urology who recommended using a 27 f needle to deflate the balloon through his skin, this was successful and the foley was removed. There was some blood from the foley originally being pulled with an inflated balloon. Recommended reinserting a foley and irrigating. Patient tolerated procedure well.